Event description:
"Customer reported: went to administer pneumo 13 with new needles that are in stock and vaccine squished out of hub when being injected. See attachment section for initial email and complaint report from customer. "